Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squealed. There was no pt involvement as this occurred during prime. There was a short delay (amount of time unk). The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).